Manufacturer narrative:
.

Event description:
It was reported that revision surgery was performed. Blood tests in the period following implantation in 2009 were, with one exception, between normal limits. An ultrasound and x-ray reportedly showed destruction of the tissue around the joint.